Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1005, indicating an open circuit condition due to high out of range shock impedance (great than 145 ohms). A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. Review of data, at the end of anti-tachycardia pacing (atp) episodes, shocks were delivered and at some point, vf was present post shock. Only the last shock delivered into a ventricular fibrillation (vf) rhythm is effective. All shocks except attempt #3 were showing high impedance; code 1005, indicating the high voltage shock impedance was >145 ohms and therefore, code 1005 was triggered. There was a total of 7 shocks, with 3 out of 4 were not effective. Additional review of data from, (B)(6) 2025 indicated a signal artifact monitor (sam) episode with mv sensor disabled, at which time was during a tv ablation procedure, which is believed to result in the right ventricular (rv) lead damage. Engineer analysis of the device data advised that device appears to be functioning normally and should not require a replacement. Ts provided recommendations for lead integrity testing, x-ray imaging.